Event description:
Reported 1 false positive sars result for one patient, unknown whether symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.